Event description:
Home patient (hp) reports he "unspiked and respiked his bags" while troubleshooting an alarm situation during apd treatment. Hp was advised by baxter technical service center to end treatment and to do manual exchanges. No patient injury or medical intervention required per rn.